Event description:
During an angioplasty procedure, an atw guidewire distal tip stretched in the course of crossing the target lesion. The guidewire was removed, and another product was utilized to complete the procedure. No pt injury was reported with the event.